Event description:
It was reported that the smallbore 6 inch ext vlv tubing was blocked/occluded during use and therapy solution could not flow through. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the catheter tubing on multiple items was sealed shut so no therapy solution can flow through."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the catheter tubing on multiple items was sealed shut so no therapy solution can flow through could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20115797 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. CAPA#1998036 was initiated. A complaint history check was performed and this is the 6th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115797 regarding item #20039e.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv tubing was blocked/occluded during use and therapy solution could not flow through. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the catheter tubing on multiple items was sealed shut so no therapy solution can flow through."